Event description:
This report is being filed after subsequent review of the following journal article, kim, k-I., md, thaller, p. H., md, ramteke, a., md, lee, s. H., md, and lee, s-h., md, (2014), corrective tibial osteotomy in young adults using an intramedullary nail. Knee surg relat res, 26(2), 88-96. The authors conducted a prospective study to document results of proximal tibial osteotomy (pto) below the tibial tuberosity using an intramedullary nail in a consecutive series of young adults treated for varus deformity of the knee. The study consisted of a cohort of 24 consecutive cases in 16 patients treated for varus deformity of the knee by open wedge pto fixed with an intramedullary tibial nail. There were nine male and seven female patients. The mean age of patients at the time of operation was 25.8±6.5 years (range, 18 to 40 years). The average follow-up period was 54 months (range, 36 to 107 months). For the open wedge pto, a synthes cannulated tibia nail (ctn) was used in 14 cases, a synthes expert tibia nail (etn) in four cases, and a competitor¿s nail in six cases. All osteotomies healed without delay or non-union. Three patients complained of anterior knee pain due to nail prominence. In two patients, implant removal after union led to pain relief. The third patient was relieved of pain when the prominent implant sunk inside further after removal of interlocking screws. One patient had intraarticular loose-bodies, discoid lateral meniscus, and torn medial meniscus which was treated arthroscopically for pain relief. No other complications, such as nerve or vascular injury, intraarticular or lateral tibial plateau fracture, delayed wound healing, infection or implant insufficiency, were seen. This report is for an unknown nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Kim, k-I., md, thaller, p. H., md, ramteke, a., md, lee, s. H., md, and lee, s-h., md, (2014), corrective tibial osteotomy in young adults using an intramedullary nail. Knee surg relat res, 26(2), 88-96. This report is for an unknown nail/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.